Manufacturer narrative:
(B)(4). Follow-up #001 - initial (B)(4) issued mfg report #1525712-2011-00146. The component,controller, model #111550, serial #(B)(4) was returned for an evaluation. Chair was approximately 4 1/2 years old at the time of the incident. Maintenance history is unknown. The connector to the joystick had corrosion and was damaged. The phono jack had dirt and foreign liquid damage. The controller had evidence of liquid ingress. The controller was tested in all four drives and no discrepancies were observed. The programming could not be reviewed due to the connector damage. Fluids, especially urine, are conductive and can initiate a short circuit malfunction. As in many electronic component failures, some degree of smoking may have occurred; however, this is not an indication of sustained combustion. The electronic malfunction of the controller, including any debris that resulted, was contained within the metal enclosure of the device. The cable showed no signs of overheating. No risk of shock was present to the user. This incident is due to user abuse. Chair is no longer being manufactured. No injury reported. The consumer went to charge their chair and the chair would not keep a charge. They contacted their dealer requesting service. User states the dealer had came out to service their chair. While dealer was servicing the chair the consumer noticed smoke and did not know where from. Nature of complaint suggests a service error. Filing solely on the allegation of a smoke, malfunction is not confirmed.

Event description:
The consumer's mother alleges the chair would not keep a charge and started to smoke when the dealer came to the home to work on the chair. No injury is alleged.

Event description:
The consumer's mother alleges the chair would not keep a charge and started to smoke when the dealer came to the home to work on the chair. No injury is alleged.

Manufacturer narrative:
No injury reported. The consumer went to charge their chair and the chair would not keep a charge. They contacted their dealer requesting service. User states the dealer had come out to service their chair. While dealer was servicing the chair, the consumer noticed smoke and did not know where from. Nature of complaint suggests a service error. Filing solely on the allegation of smoke, malfunction is not confirmed.